Event description:
The customer noticed that occasionally when the beam is started the head starts to rotate slowly.

Manufacturer narrative:
Software analysis shows that the collimeter did not exceed the 3 degree limit until after termination and was picked up during terminate checks, this giving an abnormal beam termination. A previous important notice was issued that addresses this type of event and the corrective action.